Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis, and the reported problem was confirmed. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the generator internal log showed c-00 and m-02. The root cause was attributed to the generator failure.

Event description:
It was reported prior to the starting of da vinci assisted surgical procedure, the generator faulted with c-38 errors. Tse viewed system logs and confirmed the errors along with an m-02. The customer used a third-party activation cable; however, the issue persisted. The customer used a third-party generator for the procedure. The procedure was completed with no reported injury.